Event description:
Dealer initially reports defectuous handle. On (B)(6) 2014 dealer reply: babcock forceps have sharp tips and generate trauma in abdominal tissues, producing adverse events in pts. Dealer has not confirmed that an event actually occurred. On (B)(6) 2014 after 5 more requests no further response from dealer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.